Manufacturer narrative:
(B)(6).

Event description:
The patient was enrolled in the respond study. It was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. Prior to the index procedure, heparin and other anticoagulant was given. The patient received loading dose of 500 mg of aspirin. The patient presented for a transcatheter aortic valve replacement procedure with a lotus valve. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed in accordance with the dfu. Immediately after the index procedure, the patient developed lbbb and first-degree av block (peri-procedural). A temporary pacemaker was placed and was removed post stable conduction rhythm. Post event electrocardiogram (ECG) revealed no evidences of severe av blocks. Eight days post index procedure, the patient was discharged on aspirin and other anticoagulant.